Event description:
It was reported this peripherally inserted central catheter (PICC) was placed approx one month prior to event date. The pt returned to the hosp on event date with pain. Fluoroscopic examination revealed the catheter had fractured and migrated to the right atrium. Percutaneous retrieval of the catheter was successful and without any pt complications. Another PICC was not placed at that time. The pt's condition is good. The user facility will not release this device for eval. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. Follow up could not confirm if this PICC had been accessed regularly. Co believes placement, user technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use outline appropriate removal procedures which include: "do not use scissors to cut tape when removing catheter or changing dressing. Extreme care must be taken not to cut the catheter. Removal should be undertaken only by a trained professional."